Manufacturer narrative:
The technician found the head up valve was sticking. He replaced the valve assembly to repair the bed.

Event description:
Info received indicates the head of the bed is not going up.